Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During tka surgery, the inside of the insert is locked but the outside does not lock and floats up. Although it was confirmed that foreign body clamping on the upper surface of the tibial implant and pinching of soft tissues etc on the inside and outside were not confirmed. However still the outside insert did not lock and another insert (one size up )inserted and struck it.